Manufacturer narrative:
Customer complained about having blank display/unexpected battery power loss alarm on (B)(6) 2021. The thump download was successfully. No critical errors that trigger the open book found in the insulin pump trace download. According to a engineer who studied on the insulin pump: 3 failures led to open book 0x00000044 due to error log. Hardware issue with lcd. Posible hw. Device was received with critical pump error (open book image) alarm after battery insertion. No blank display noted. Unable to verify unexpected battery power loss alarm or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No cosmetic damage on the insulin pump case noted. The p-cap locks properly into place. Device was cut opened, inspected and tested. Moisture damage found on electrical board 1, internal battery connector (j6), force sensor connector (j2) and on force sensor flex cable copper connector traces. The force sensor measurement was within specific range (22.7 milivolts). The motor was tested outside of the device on the stb3 and passed. In conclusion, insulin pump was received with critical pump error (open book image) alarm after battery insertion due to moisture damage. Unable to verify unexpected battery power loss alarm due to critical pump error (open book image) alarm. No blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was started beeping and then it turned off. Daughter came home they tried to insert a new battery and it still did not light up. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.